Manufacturer narrative:
Internal reference number: (B)(4). Yi, c. (2020). Effects of second-generation gamma nail and intertan on the treatment of unstable intertrochanteric fractures of the lateral wall. Chinese journal of bone and joint. 10.3969/j.issn.2095-252x.2019.05.012.

Event description:
It was reported that on literature review "effects of second-generation gamma nail and intertan on the treatment of unstable intertrochanteric fractures of the lateral wall", 1 patient presented a femoral shaft fracture. Patient's outcome is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint, no further information will be provided to aid in this medical investigation. Therefore, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.